Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. Corrected fields: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation the foreign material adhered/clogged in biopsy channel was confirmed however the root cause of the material remained in the device was not identified. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from biopsy channel. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: the instrument channel and the suction port channel had foreign material. In addition the evaluation found the conformite european (ce) label was incorrect and replaced it with a correct label; the instrument channel was leaking; the angulation in the up/down and the right/left was low; the upward/downward and the right/left angulation control knob was loose; the distal end plastic cover had a dent; the objective lens was peeling on the cement; the light guide lens was cracked; the bending section cover glue was cracked; the light guide tube was buckled and the scope connector had a dent at the gold pin. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the colonovideoscope had a channel internal defects, there is something stuck in the working channel. There were no reports of patient harm.